Event description:
The device was applied during an unspecified procedure involving one pt. Reportedly, the clips did not form properly. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury.